Manufacturer narrative:
The samples were collected in plastic lihep plasma tubes. Service call was initially requested, however, post event customer found one aspirate probe was bent. Customer replaced the aspirate probe and cancelled the service call. The bci field service engineer (fse) followed up with the customer for a status update on the instrument. Customer reported no addition issues with the instrument. Although hardware issues may have contributed to this event, no clear root cause can be identified.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2i (lxi) immunoassay analyzer. Patient samples were repeated on an alternate instrument and the results were in the normal reference range. The erroneous results were reported out of the laboratory and amended reports were initiated. Patient treatment was not impacted by this event.